Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle hub separated during use. The following information was provided by the initial reporter: material no. 324910; batch no. 9210500. It was reported that needle shield was difficult to remove and when the shield was removed the needle hub separated and stayed inside of shield.

Manufacturer narrative:
Investigation summary: customer returned one (1) 0.3ml bd insulin syringe from an open polybag from lot 9210500. Consumer reported needle shield difficult to remove; when shield was removed, the needle hub separated and stayed inside of the shield. The returned shield was examined, and it was observed that the needle hub/shield assembly was separated from the barrel tip; no damage to the barrel tip was observed. Bd was able to confirm the customer¿s indicated failure (hub separates). A review of the device history record was completed for batch # 9210500 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200840071] noted for out of spec shield pull. Root cause: l2l dispatch #75252 was for raised hubs. The guide was out of adjustment.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle hub separated during use. The following information was provided by the initial reporter: material no. 324910 batch no. 9210500. It was reported that needle shield was difficult to remove and when the shield was removed the needle hub separated and stayed inside of shield.